Manufacturer narrative:
Additional procedure required. This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The hub on the drains fell off two separate catheters with unknown lot numbers. This occurred with two separate patients when they stepped on their bags. The patients did require additional tube placement procedures due to this occurrence. According to the initial reporter, the patients did not experience any other adverse effects due to this occurrence.